Manufacturer narrative:
(B)(4). The lot 13j070 was manufactured between september 23, 2013 and september 24, 2013. One unit was received with approximately 100 ml of fluid in the bladder. Visual inspection showed no signs of occlusion or blockage that could have caused the reported problem. The luer cap was removed from the distal luer for a functional test and evidence of flow was immediately observed at the distal luer. The reported problem was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a small volume (B)(4) infusor during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. The device has been recieved and evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.